Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach the infusion set connector to the ilet and had been disconnected from insulin delivery, leading to prolonged hyperglycemia with a reported glucose over 400 mg/dl for approximately 15 hours; troubleshooting and education were provided, including instruction on connector orientation and proper twisting to achieve drops, successful insertion, and cannula fill. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no back-up insulin administration, and no alerts because the user was disconnected. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed user difficulty with connector attachment that was resolved through education and correct assembly. It was concluded that the event was attributable to use error related to infusion set connection rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.